Event description:
It was reported that the patient presented in clinic. It was discovered that the implantable cardioverter defibrillator (ICD) was exhibiting inappropriate mode switch and far r wave oversensing. Programming changes were made. The patient was in stable condition.